Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: synergy ous mr 3.50 x 32mm stent delivery system sds was returned for analysis. Visual and microscopic examination of the stent found proximal stent damage, with stent struts lifted and pulled distally. The undamaged stent od (outer diameter) was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Visual and microscopic examination of the bumper tip found distal tip damage. Visual and microscopic examination of the hypotube found no issues. Visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent damaged occured. The 90% stenosed, 35mm x 3.25mm, target lesion was located in the severely tortuous and moderately calcified left anterior descending artery (lad). A 3.50mm x 32mm synergy drug eluting stent was advanced to treat the lesion. However, when the stent was positioned at the middle part of lad, the proximal end of the stent was lifted up when it passed the issue. The procedure was completed with another of same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damaged occured. The 90% stenosed, 35mm x 3.25mm, target lesion was located in the severely tortuous and moderately calcified left anterior descending artery (lad). A 3.50mm x 32mm synergy drug eluting stent was advanced to treat the lesion. However, when the stent was positioned at the middle partof lad, the proximal end of the stent was lifted up when it passed the issue. The procedure was completed with another of same device. No patient complications were reported and the patient's status was stable.